Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection, it was found out that a rod introduction pliers (persuader) had a broken tube. The tube was broken at the tip of the tube. There was no patient involvement. This report is for one (1) rod introduction pliers for side-opening implants this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported that on (B)(6) 2020, during a routine inspection, it was found out that a rod introduction pliers (persuader) had a broken tube. The tube was broken at the tip of the tube. The repair technician reported the top part of the tube was broken off and missing. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: tube, nut, collet and all other applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 12-nov-2020 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 388.50, lot number: a7pa48, manufacturing site: tuttlingen, release to warehouse date: week 48, 2006. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (14 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.